Manufacturer narrative:
The device used in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device and the reported incident. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous five years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. The reported failure mode can potentially be caused due to creases in the dressing if it is incorrectly applied or the dressing integrity has been compromised. This investigation has now been closed and recorded as insufficient information to determine a root cause. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device has no vacuum anymore. The problem was found during the weekend but the console had been replaced straight away as the customer had other available consoles in case of an issue. No incidence on the patient¿s treatment.